Event description:
It was reported that the system 9600 displayed a low ma error and was unable to operate as a fluoroscope presenting a potential delay in care. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the system's batteries were unable to hold a sufficient charge. The batteries were replaced. The system was tested and found to be working as intended and placed back into service.